Manufacturer narrative:
New information provided states that smith and nephew product was not used in the procedure. Therefore, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, report will be updated accordingly. (B)(4).

Event description:
It was reported a patient admitted in the hospital as consequence of a total knee infection.